Event description:
The clinician reports, that the implant was inserted (B)(6) 2010 in ada 7 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.